Event description:
Patient was being put into position when the locking mechanism failed, which caused the c-clamp to slide, which caused a laceration on patient's right side of head. Patient obtained wound, and had to be stapled which resulted in delay of procedure.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.